Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: part # 03.010.045. Lot # 3l96998. Manufacturing site: werk hagendorf. Release to warehouse date: 16 may 2019. Expiration date: n/a. Supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that insert-handle f/expert tn+fn , the provided evidence was not sufficient to confirm the reported event of unable to assemble/disassemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the insert-handle f/expert tn+fn would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, a procedure with an lfn nail was carried out conventionally. The specialist performed distal blocks and proceeded to perform impactation, and later attempted to correct rotation without success. At that moment, a loud noise was heard, as if the nail had come loose. The specialist stopped because the rotation correction was not possible and mentioned that it was likely that the nail had come loose and suggested that the nail had been improperly mounted. I mentioned that I always check that the nail is correctly mounted before passing it and that if it had been improperly mounted, it would have come loose during the impactation. The specialist asked how we would perform the proximal block since the nail was loose and the directional arm would not align. However, an attempt was made to block the nail using the system without success, so I suggested performing a freehand block, which caused some discomfort for the specialist since it was not possible to see that area with the image intensifier due to the traction table. Finally, the block was performed using an ap view. The insertion arc was removed and examined, indicating that the system does not have an anti-rotation lock, so there is nothing to prevent the nail from rotating even if it is properly secured. There was some discomfort on the specialist's part, and the surgery was delayed for approximately ten (10) minutes. However, the surgery was ultimately successful, and the block was performed freehand. The issue could not be resolved in any other way. This report involves one (1) standard insertion handle. This is report 1 of 1 for (B)(4).

Event description:
During and after the surgery, the patient's condition was stable and without any complications, since no involvement was caused, despite the approximate ten (10) additional minutes in the surgery due to the novelty presented. There was no other surgical intervention necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: health effect - clinical code and impact code were updated device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that insert-handle f/expert tn+fn , the provided evidence was not sufficient to confirm the reported event of unable to assemble/disassemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the insert-handle f/expert tn+fn would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 03.010.045; lot # 3l96998; manufacturing site: werk hagendorf; release to warehouse date: 16 may 2019; expiration date: n/a; supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.